Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of printed-circuit board. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, this phenomenon was attributed to the failure of printed-circuit board. The exact cause of the failure of printed-circuit board could not be conclusively determined. However, there was the possibility that the failure of printed-circuit board was attributed to the aging deterioration because six years and nine months had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the subject device could not be turned on occasionally. There was no report of patient injury associated with the event.